Event description:
Home patient's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp did not check to confirm the successful completion of the prime cycle prior to connecting their transfer set to the patient line of the homechoice set to perform their apd therapy. Tsc assisted hp's family member in ending therapy early and advised them to set up with new supplies to complete hp's therapy. Per rn, no patient injury or medical intervention was assoicated with this incident.